Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned without the suture/implant assembly. It was not possible to move the gold trigger to advance the pushrod. The device was disassembled and it was noted upon removal of the blue straw that the needle had a sharp kink in it prohibiting movement of the pushrod. The kink was not present during assembly as it would have hampered placement of the blue straw. It appears that forces applied during placement of t1, deformed the needle. No root cause related to the manufacture of the device can be established. (B)(4).

Event description:
After deploying t1 the surgeon tried to advance the trigger to set t2 but it would stiff and would not move at all. The deployed t1 could not be retrieved and was left inside the patient. The surgeon cut the suture and gave up on the device. Procedure was completed using a different device.